Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a keypad replacement was requested. No patient involvement was reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 22aug2019 to present date 6jan2021, and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that a keypad replacement was requested. No patient involvement was reported.